Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery for recurrent hernia, explant of the device. It is noted that there were adhesions, the mesh had "folded over" recurrence and adhesions is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. To specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013:the patient underwent repair of a large ventral hernia. A bard/davol oval composix kugel patch was implanted in patient during this repair. (B)(6) 2016: the patient underwent surgery to explant the failed composix kugel mesh and repair an incarcerated recurrent ventral hernia. During the surgery, the surgeon noted that the ¿patient¿s bowel and omentum was completely plastered to the mesh and the mesh was folded and part of it was going intra-abdominally. There was one loop of small intestine that was completely adhered to the mesh.¿ the surgeon was forced to do a bowel resection in order to remove the mesh as there ¿was at least about 10 cm where it was completely stuck to the mesh that there was no plane between it and the bowel.¿ additionally, due to the extremely dense adhesions, the surgeons had to take a significant portion of the patient¿s posterior rectus sheath on both sides in order to excise the mesh. The patient continues to experience complications related to the composix kugel. The composix kugel implanted in patient failed to reasonably perform as intended. The product caused serious injury and had to be surgically removed via invasive surgery, necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat.the patient was caused to suffer severe personal injuries, pain and suffering, and other damages. The patient has been injured, sustained past and future, severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective composix kugel hernia patch.